Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Device manufacture date: 21jan2016-24jan2016. Device evaluation: result - a review of the device history record was completed for batch #5313891. All inspections were performed per the applicable operations qc specifications. There were 0 defects or notifications noted during the production of this finished batch. The customer returned (1) loose 3/10cc syringe. The returned syringe was examined and exhibited the needle through the shield. Since the needle was through the shield, exposing the cannula, a needle stick could occur. Conclusion - (B)(4) was able to duplicate or confirm the customer¿s indicated failure. The sample will be forwarded to the manufacturing site for further investigation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the syringe needle was sticking out of the cap of the suspect device and the customer stuck his finger. He did not seek medical attention.

Manufacturer narrative:
Results: one used sample was returned to the manufacturing site in (B)(4) for evaluation. Upon examination, it was confirmed that the needle had pierced the shield, likely during manufacturing. As previously reported, a DHR review was performed and noted zero (0) notifications completed during production for needles through shield. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the manufacturing site is currently piloting a new system in which a current is passed over the hub/cannula/shield assembly; if an arc occurs, this is an indicator that a cannula is protruding in an undesirable manner and the product is defective. This batch was produced prior to the installation of this system.